Manufacturer narrative:
Failure event observed during analysis confirmed that the transmitter would not power up, the circuit board exhibited burn marks.

Event description:
It was reported that the patient called in saying that his transmitter would not power up. The patient was instructed to remove prones, there was no visual damage. The transmitter would be replaced.